Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix e/x (device #2) used to treat the patient. The patient's attorney alleges revision surgery and injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #1). There has been no allegation made related to the bard/davol phasix. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1). On (B)(6) 2007: the patient had unspecified injuries and underwent revision surgery for implant of an unspecified bard/davol composix e/x (device 2). On (B)(6) 2017: the patient had unspecified injuries and underwent revision surgery. On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol phasix. The patient is only making a claim for an adverse patient outcome against the two (2) composix e/x (device #1 and device #2). The patient' s attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."